Event description:
It was reported by a customer on (B)(6) 2011, there was diminished fiber tissue vaporization at 16,565 joules. Also, it was reported the procedure was completed with turp. No patient injury was reported.